Event description:
Ous MDR. An intermittent exit block in the ventricle was reported two days after the implantation. As prophylaxis, the lead was exchanged together with the pacemaker. Also removed: philos ii dr, MDR 1028232-2008-01075.

Manufacturer narrative:
Ous MDR. The analysis examined the mechanical and electrical properties of the lead. There were no indications of material defects or manufacturing errors. The cuts in the lead body probably stem from the explantation process. The follow-up data were analyzed. Pacing spikes could be observed in the ECG with markers during a sensing test, but there was no stimulation response when pacing with 3.6v. Furthermore, lowered r waves of >6 mv could be detected intermittently in the r-wave trend. In the trend of the pacing impedance, an increase of the impedance to >3000 ohm was documented in 2008. In summary, the analysis of the lead and the pacemaker provided no indication for a device defect. There were no deviations from the technical specifications that could be related to the clinical complaint. The low r-wave amplitude and the high ventricular impedance point to the possible intermittent contact between pacemaker - lead - myocardium.